Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the generator would not boot due to loose connectors on the atp board. The loose connectors were tightened. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the that as the system was booting up, it was beeping continuously. A manufacturer representative was able to troubleshoot by powering down the system and rebooting, checking the emergency button, unplug and plug into another outlet and checking the dongle. This issue was noted outside of a procedure, and there was no patient involvement.